Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's daughter called and reported that the customer got hospitalized twice due to low blood glucose. On (B)(6) 2017 they had blood glucose of 32 mg/dl at the time of the incident. The customer was at 247 mg/dl and dropped to 32 mg/dl within 20 minutes. The customer has a hard time seeing the screen and may be over or under delivering insulin. The customer thinks they spilt milk on the pump as its corroded and nasty. The customer states if they do not turn on the back light, the screen has black lines. The customer was at 55 mg/dl at the time of admission, and 225 mg/dl at the time of the call. The customer was given juice food, and intravenous fluids to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. Customer had a high of over 600 mg/dl six moths prior. The insulin pump will be returned for analysis.